Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). Approximately three months post-implant, the patient had deflation issues with the device; however, the physician helped the patient troubleshoot the device. Eight months ago the patient experienced inflation issues with the ipp. An assessment has been done every two months since but the problem persisted. There has been no intervention reported. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported deflation and inflation issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, approximately three months post-implant, this inflatable penile prosthesis exhibited deflation issues. Approximately five years later, the device exhibited inflation issues. Troubleshooting was attempted every two months, however, the mechanical issues persisted. A revision procedure was requested; records do not indicate it has been performed yet. No patient complications were reported.